Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4652 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the (B)(4). Device not returned to manufacturer.

Event description:
It was reported holes were discovered when flushing PICC and leaking of fluid observed at the exit site. Secured with securacath. No other information was provided.